Event description:
It was reported that the atrial lead exhibited undersensing of both p-waves and episodes of atrial fibrillation while in both bipolar and unipolar settings. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 lead implanted: 2004 (B)(6); iexc182485 stent graft implanted: 2007 (B)(6); ilcx141485 stent graft implanted: 2007 (B)(6); bfxc2816135 stent graft implanted: 2007 (B)(6); ilxc1616135 stent graft implanted: 2007 (B)(6). (B)(4).